Event description:
It was reported that incident concerned a (B)(6) male. Myocardial infarction on (B)(6) 2010. Intra-aortic balloon (iab) in for 11 days. Stent to left anterior descending (lad). Multi-organ system failure. Loss of bilateral lower extremity pulses. Intubated, sedated. Patient (pt) had been "guppy breathing", given paralytic. Multiple infusions. "Massive" pulmonary edema. Pressures 55/42 aug 58 map 49. Per rn, the physician has "spoken to the family regarding dnr-no codes status." Rn called because the intra-aortic balloon pump (iabp) was only pumping "50-60% of the time." Rn said iabp, although in an assist ratio of 1:1, was only pumping every other beat in autopilot. Iabp had pattern selected as its trigger & pt was in a sinus tachycardia with rates in low 100s. She had already attempted changing the leads/patches to attempt to get a "better" r-wave. Iabp, when in operator mode, is pumping every r-wave utilizing pattern trigger. The clinical support specialist (css) suggested rn try & move the EKG leads on the body & when she had removed 2 leads, iabp began to alarm & said lead fault/loss of EKG. Iabp was in autopilot & did not switch to arterial pressure (ap). Css then had the rn switch to operator mode & select ap trigger. Iabp alarmed loss of ap signal. Css then had the rn replace the 2 EKG leads & return to autopilot; it began missing beats again. Rn then moved back to operator mode where it began pumping & supporting every r-wave 1:1. Css confirmed that iabp was utilizing the fiberoptic (fo) ap. Rn confirmed led to be lit at fo & light bulb is green. Css explained that the probable reason iabp was not selecting ap trigger in autopilot & couldn't use in operator was due to pt's low pressure/poor ejection. Css suggested that rn should fax a strip and css would call the rn back after review. Rn continues to pump in operator mode supporting pt in a 1:1 assist. At 1217 est, the css called rn back as css had not yet received a fax. At 1238 est, the css received both faxes simultaneously, but only face page had transferred on both. Css called the rn back & relayed the issue with the faxes. Css further explained that because of pt's status, rn would be able to better control iabp in operator mode. Rn agreed & does not feel it necessary to fax another strip. Rn verbalized understanding of all we discussed & rn has no further questions. Pt status remained unchanged throughout entire interaction.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.